Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: a permeability test has shown that all components have a blockag. Computer controlled test: because the valve is not permeable, a computer controlled test is not possible. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found inside. To make the deposits in the shunt system more visible, they were colored using a staining solution. Results: in advance, we would like to point out that the product sent in was not inserted in liquid at the time of delivery. Dried deposits can influence the function of the products, which can affect the results. Despite this, we have examined the valve. Based on our investigation results, we can determine a clogging and a non-adjustability in the progav 2.0. The visible dried deposits in the valve may have led to the functional impairment. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shunt system (#fx431-t) was implanted during a procedure performed on unknown. According to the complainant, the shunt system showed an under-drainage/blockage. The patient underwent a revision procedure performed on unknown. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Gender: male.

Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shunt system (#fx431-t) was implanted during a procedure performed on unknown. According to the complainant, the shunt system showed an under-drainage/blockage. The patient underwent a revision procedure performed on unknown. The complainant device has not yet returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.